Event description:
Reporter alleged finding the customer out of it, mumbling, and incoherent when she obtained a reading of 20 mg/dl on her using the advantage system with expired strips. Reporter stated that she gave the customer honey, glucose tabs, and orange juice for treatment. Reporter stated that 15 minutes later, she obtained a result of 220 mg/dl on the customer using the same advantage system and expired strips but the customer's condition was the same. Reporter stated she called for an ambulance, the customer was treated with glucose solution intravenously, and taken to the hospital where she was given food. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.